Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Customer administered a manual insulin injection to address bg. Customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Manufacturer narrative:
The failure investigation has been completed and the alleged alert data error issue was verified while based on the analysis, the alleged cartridge change error issue could not be verified.